Manufacturer narrative:
Evaluation of the returned pod coil confirmed that the embolization coil was detached. Evaluation revealed that the pet lock was intact, and the pull wire was within the pusher assembly distal tip. If the pod coil is retracted against resistance, the pusher assembly may elongate beyond the reach of the pull wire, and the embolization coil may detach from the pusher assembly. Further evaluation revealed a fracture near the proximal end of the pusher assembly. This damage was incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the celiac artery using a pod coil and a lantern delivery microcatheter (lantern). During the procedure, after advancing the pod coil into the target location, the physician retracted the pod coil to reposition it within the vessel. Subsequently, when the physician went to re-advance the pod coil, the physician noticed the coil had detached within the vessel. It was also reported that the pod coil had detached close enough to the target location and the physician determined it was safe to leave the detached pod coil in place. The procedure was completed using a ruby coil and the same lantern. There was no report of an adverse effect to the patient.